Manufacturer narrative:
A ge svc rep performed an onsite investigation. The cpu and cine bridge were replaced. The hard drive and the cine bridge were formatted, and the kilovolt and milliamp settings were checked with fluoroscopy. The images were transferred to the workstation. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system locked up during a procedure. No pt injury was reported.